Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis was unable to confirm the customer comment that the device menu did not display when the menu button was pressed. Analysis did find that the upper case, lower case, ring cover and battery drawer were broken, that the battery release was sticky, that the heart block and lead flex cover were contaminated, the battery contacts were compressed, the keyboard had cosmetic damage and that it needed the battery drawer o-ring. (B)(4).

Event description:
It was reported that while doing preventive maintenance on the external pulse generator (epg), the lower display/device menu did not come on when the menu button was pressed (on boot up or during testing). The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that while doing preventive maintenance on the external pulse generator (epg), the lower display/device menu did not come on when the menu button was pressed (on boot up or during testing). The epg was returned for repair. There was no patient involvement.